Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: e1, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: obstruction of the biopsy channel and the plastic distal end cover had a burn. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for a burnt plastic distal end cover was traced to component failure. However, the most probable cause for obstruction of biopsy channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the colonovideoscope exhibited partially obstructed device, the event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.